Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be prematurely depleting. No changes have been made at this time and the ICD remains in service. No adverse patient effects were reported. This event will be updated should a revision procedure be performed and/or the ICD be returned back from the field for analysis.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be prematurely depleting. No changes have been made at this time and the ICD remains in service. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the ICD was explanted and replaced. No additional adverse patient effects were reported.